Event description:
Healthcare professional reports lower than expected percent oxyhemoglobin (%o2hb) results with the avoximeter 1000e during a cardiac catheterization procedure. Repeated tests were performed on the avoximeter 1000e using blood samples from both the femoral and pulmonary arteries. Percent oxyhemoglobin (%o2hb) results with the femoral artery samples were 75.7%, 83.2%, and 62.7% and results with the pulmonary artery samples were 36.8% and 41.5%. These results were not as expected and not consistent with the pt¿s clinical status. Samples tested using a laboratory analyzer generated percent oxyhemoglobin (%o2hb) results of 90% for the femoral artery and 62% for the pulmonary artery. The procedure continued using the laboratory results. Customer noted the avoximeter 1000e instrument was used the previous day without any issues and that the optical quality control was passing successfully. No adverse events reported.

Manufacturer narrative:
(B)(4). Method: actual device evaluated. Process evaluation performed. No related ncmrs, complaint trends, or CAPA identified. Results: reported customer complaint was not confirmed through the instrument evaluation. Conclusions: unable to confirm complaint.